Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Article received entitled: "acromial base fractures after reverse total shoulder arthroplasty: report of five cases", trevor c. Wahlquist, ms, et. Al, published in j shoulder elbow surg (2011) 20, 1178-1183. Authors examined the treatments and results of five patients who experienced acromial base fractures following reverse total shoulder arthroplasty. Of the five, three patients were reported to have been implanted with depuy reverse total shoulder arthroplasty devices. The study broke these cases down into the five individual patients. Specific product and lot code information was not provided for the devices, nor were specific dates of events indicated.